Event description:
The customer reported having high blood glucose of 481mg/dl, and she has treated with the insulin pump. The customer stated that she is not feeling well, and if her glucose level continues going up she will go to the emergency room. Advised the customer to call back if further assistance is needed. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.